Event description:
It was reported that approximately six weeks after device implant with an absorbable antibiotic envelope the patient returned with "seroma" at incision site. Surgeon took patient to surgery for debridement of wound. Cultures were reported to be negative at that time. Since then patient has returned with "gaping" incision. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 lead, (B)(6) 2008; dtba1d$ ICD, (B)(6) 2014; 6935m55 lead, (B)(6) 2014. (B)(4).